Event description:
Reporter indicated a vns therapy patient underwent generator replacement surgery for normal end of service. During the surgery, high impedance was received on a diagnostic test when the new generator was attached to pt's existing lead. The pt underwent full vns therapy system replacement. The explanted products have been returned to the MFR and are pending product analysis. Good faith attempts to obtain additional info are being made, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.